Event description:
Caller reported that the t: slim x2 pump battery would not charge despite following troubleshooting steps, including using different cables and adapters. There was no adverse impact to the customer¿s blood glucose level. Customer switched to a backup insulin pump, and technical support arranged for a replacement pump to be sent. Customer was informed about the return process and acknowledged instructions.